Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and subsequently was treated with topical antibiotics (date and duration not reported).

Manufacturer narrative:
Per the clinic, it was reported that the patient underwent abutment removal and a skin revision surgery under general anesthesia on (B)(6) 2021 in order to remove the excess skin around the abutment. This report is submitted on november 26, 2021.